Event description:
The customer initially called to report an alarm and insulin squirting out during the manual prime. The customer then stated that she was hospitalized for low blood glucose recently. The customer stated she lost consciousness and experienced a seizure prior to the event. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime and then alarmed during the prime test due to a faulty force sensor. No rewind anomaly was noted. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly.